Event description:
New information notes that the atrial lead continued to have low impedance and noise. The lead was subsequently capped.

Event description:
It was reported that the atrial lead exhibited noise and 120 ohms impedance. Isometric testing was performed and impedance increased to 500 ohms.

Manufacturer narrative:
No medwatch form was received.